Manufacturer narrative:
(B)(4). Device evaluation summary: the actual device was returned for analysis as a detached needle and a labeled winding former with a suture of product code y316. During the visual inspection of opened sample, the swage and attachment area were as expected. The barrel hole was examined under magnification and remnant suture was noted. The suture end is severely cut (damaged), resulting in a clip off defect. Per the condition of the sample, the assignable cause of the performance needle pull off, is clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. In addition, an opened box with twenty-four unopened samples of product code y316, lot mjm915 were returned for analysis. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the needle fell off the suture. There were no consequences reported. No additional information was provided.